Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d223drg ,implanted: (B)(6) 2011, explanted: (B)(6) 2016, ddbb1d1, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds and the pace/sense portion of the lead was inactivated and replaced. In addition, it was noted approximately one day following a routine device replacement procedure, the lead integrity alert (lia) triggered and high pacing impedance, along with elevated sensing integrity counter (sic) and non-sustained tachycardia noise were observed. The rv lead was reprogrammed and the defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.